Manufacturer narrative:
One tracheostomy tube was returned for product investigation. The device was received inside a plastic bag and outside its original packaging. Visual inspection found scratches on both sides of the pilot balloon. During functional testing, the device's cuff was inflated using a cuff pressure gauge. Immediately upon inflation, the pressure in the cuff decreased, indicating a leak within the balloon. The device was then re-inflated with air and submerged in water. Bubbles were observed escaping from the pilot balloon, confirming a leak in balloon. The manufacturing facility determined during their investigation that the issue was most likely caused by wearing of the pad on the stamping fixture. Wearing of the pad on the stamping fixture may damage the balloon. In order to address the potential for the root caused identified, the manufacturing facility implemented an updated preventative maintenance procedure for tea-print printers which included a photo of a worn pad and an explanation of what to look for when reviewing the stamping fixture on the required weekly basis. This action was implemented on march 15, 2016; however, the reported lot number was manufactured prior to the implementation of updated procedure.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the leak check was performed prior to use with no leakage confirmed. After 3 days of use, pilot balloon would not inflate during the routine cuff check. No adverse health outcome resulted from this event.